Event description:
It was reported a programming error of k-phos (potassium phosphate). The medication was ordered to infuse over two hours; however, due to the hard guardrails the k-phos was programmed to infused over four hours. The clinician does not recall if there was a reason the physician wanted the k-phos infused faster. The clinician filled out a psls (internal event reporting system) indicating they could not complete an order. Cpc discussed some hospitals will have an email for clinicians to also submit events like this to pharmacy so they can review the guardrails drug library for potential additions. This was reported to bd representatives during site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a programming error of k-phos (potassium phosphate). The medication was ordered to infuse over two hours; however, due to the hard guardrails the k-phos was programmed to infused over four hours. The clinician does not recall if there was a reason the physician wanted the k-phos infused faster. The clinician filled out a psls (internal event reporting system) indicating they could not complete an order. Cpc discussed some hospitals will have an email for clinicians to also submit events like this to pharmacy so they can review the guardrails drug library for potential additions. This was reported to bd representatives during site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user error.